Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine 1 mg/ml at 1.5006 mg/day via an implanted pump for spinal pain. It was reported the patient¿s stomach area was swollen and draining fluid around the pump. The doctor had been removing fluid from around the pump and had put her on antibiotics. The event date was (B)(6) 2017. The patient was also on oral dilaudid. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.